Event description:
It was reported that an alert was triggered for left ventricular automatic threshold (lvat) detected as greater than programmed amplitude. Recent lv threshold measured between 3.0v and 5.0v with a programmed output of fixed at 3.5v @ 1.0ms. Review of the presenting electrogram identified intermittent loss of lv capture. The observations were documented and the system remains in service. No adverse patient effects were reported.